Event description:
The customer contacted baxter's service center regarding a check heater line alarm, which occurred on the homechoice (hc) during fill. The technical service representative (tsr) recycled the power, then cleared and explained alarm. The caller would discard supplies and call the registered nurse (rn) per missed therapy and the home patient (hp) being connected when bag was disconnected and then reconnected. The caller would call back if there were any problems or questions. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient (hp) on (B)(6) 2012. Since then, therapy has been going well.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.